Event description:
Healthcare professional reported "ruptured". This record is for the "right" side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
This record is no longer reportable to the FDA as the device is not PMA approved. Additional, corrected and/or changed data: b.5, d.1, d.4, g.4, h.4.

Event description:
Healthcare professional reported right side "ruptured". This record is no longer reportable to the FDA as the device is not PMA approved.